Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual increase in pacing impedance to a high value. The threshold has also risen. The lead remains in use. No patient complications have been reported as a result of this event.